Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. The cause of the discordant tni ul results was due to the operator placing acid reagent in the wash 1 system location. The fse flushed the wash 1 fluid lines with di water and ran controls. The system is running within specification. No further evaluation of the device is necessary.

Event description:
The customer loaded acid reagent in the wash 1 system location and obtained discordant advia centaur xp results for troponin ultra (tni ul) on sixty four (64) patients. Results were reported to the physician(s). The customer reran the same samples on an alternate system and sent seven (7) corrected reports to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul results.